Event description:
It was reported that the patient had the artificial urinary sphincter removed due to fluid loss in system. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted.